Event description:
Went of bypass and within 30 seconds noted bloody foam coming from one of the ports. Surgeon informed and came off bypass. Oxygenator changed. Pt without any complications. Did well post-operatively.